Manufacturer narrative:
Product event summary #a review of the device manufacturing records for the infuse bone graft is not possible without additional device information. (B)(4).

Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient developed "significant pain, required me to undergo a revision surgery, as well as caused physical limitations."